Event description:
Per the audiologist, the patient reported that in 2006, she heard music all of the time and had "balance issues". In 2007, the patient was admitted to the hospital after an auto accident. She was reportedly "confused" in the hospital. Results of a spinal tap revealed aseptic meningitis and she was treated with IV antibiotics for seven days. All neurological symptoms reportedly cleared. In 2008, the patient was hospitalized with a second bout of viral meningitis. A 1.5 tesla MRI was done during this visit. The clinic was notified of the patient's condition after the MRI had taken place. The cochlear implant appears to be unaffected by the MRI. The patient is currently being treated with multiple IV medications for the viral meningitis. Additional information will be reported when available.

Manufacturer narrative:
This type of event is addressed in the device labeling.